Manufacturer narrative:
Examination is not possible, as the device will not be returned, however photographs were provided. Examination of the photographs is inconclusive. The investigation could not draw any conclusions about the reported event. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
Patient age reported to be (B)(6). (B)(4).

Event description:
During a shoulder scope with rotator cuff repair it was reported that after the anchor was implanted, the metal inserter tip separated from the shaft of the inserter and remained embedded in the anchor. The surgeon had to use multiple tools to assist in the removal of the anchor and metal inserter tip. Approximately 25mm of the inserter broke off. A 3.8 gold tapered awl, 1/4inch osteotome, and grasper were used to remove the part. The surgeon was confident that all pieces were able to be removed. A back-up device was used to complete the procedure and it was used in the same site. The patient had good bone quality and was unharmed. A ten minute delay was reported.